Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after performing inflation at over high pressure rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.